Event description:
On 2/11/94 rptr had a mitral valve (artificial heart valve) implanted and on 2/7/96 she was updating her commercial medical info alert co. They asked her for the model and sn of her heart valve. She did not know it but the woman she was speaking to said that there is an FDA requirement that the hosp/surgeon report this to the surgeon who referred her to the medical records at the hosp. She spoke with the medical records people and they found a sticker in her file with two numbers on it. She then called the MFR who checked their data base and stated that this was a mitral valve but that this valve was not reported to have been implanted but was in their records as still on the market. This was on 2/9/96 so the MFR took the info from her and put it into their database and sent her a card. Rptr wants FDA to investigate this problem as she fears that this hosp has no system to assure compliance and may have failed to report many other such devices as well.